Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after a patient underwent a water vapor therapy procedure, he experienced urinary tract infections, the physician gave him antibiotics for 10 days and the symptom has cleared up. Also, patient experienced urinary retention which cleared and had blood in his urine, and currently has blood in his semen.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after a patient underwent a water vapor therapy procedure, he experienced urinary tract infections, the physician gave him antibiotics for 10 days and the symptom has cleared up. Also, patient experienced urinary retention which cleared and had blood in his urine, and currently has blood in his semen.